Event description:
Information was received indicating both pumps were exhibiting no disposable, clamp tubing, when two different smiths medical, cadd medication cassette were attached. It was reported the end user switched to a third cassette to resolve and was infusing without any alarms. Per reported the patient also reported slight shortness of air. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).